Manufacturer narrative:
Approximate age of device- 10 months, 11 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a routine log file was submitted for review. The manufacturer's technical service representative reviewed the log file and observed the device being powered by battery up until (B)(6) 2019. The patient depleted both the battery and the emergency backup battery causing the pump to stop. Power was eventually restored and the internal clock of the system controller was set to default due to total loss of power.

Manufacturer narrative:
The evaluation of the submitted system controller log file confirmed a total loss of power to the system controller due to depleted external batteries and the ebb. Review of the submitted log file showed the pump operating as intended until (B)(6) 2019 at time stamp 6:27:14 am. The line of data following this timestamp showed a complete loss of power to the system controller, indicated by a time clock reset to 1/1/2001 1:00. The total loss of power event was preceded by low battery advisory/hazards and a no external power alarm. The captured atypical events and associated alarms appeared indicative of a total loss of power to the system controller due to depleted batteries and subsequent depletion of the controller's internal emergency backup battery (ebb). Power was ultimately restored to the system; however, the controller clock was not set for the remainder of the log file. No other atypical events were captured in the log file. Additional information was requested, but not provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) and no further events have been reported at this time. The hmii lvas IFU, as well as the hmii patient handbook, provide important information regarding the heartmate batteries, including outlining monitoring battery charge level and replacing depleted batteries. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. They also outline all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.